Manufacturer narrative:
Upon investigation of the actual device used in this incident it was suspected that the auto reboot might occur while the windows updates on going. A technical support specialist verified the station functionality and found no issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly rebooted while dealing with a critical patient, preventing access to required medications. Customer stated that there was a delay of about 30 minutes and the nurses managed to get the medications from another station. Customer confirmed no harm done to patients or users. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly rebooted while dealing with a critical patient, preventing access to required medications. Customer stated that there was a delay of about 30 minutes and the nurses managed to get the medications from another station. Customer confirmed no harm done to patients or users. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was suspected that the auto reboot might occur while the windows updates on going. A technical support specialist verified the station, confirmed no reboot occurred, and no services stopped. Checked with the customer about a forced reboot during the windows update. Called the user multiple times at (B)(6) but couldn¿t get through. Spoke with (B)(6) , mentioned that no issues were reported, and the station was located at a different location. The system functioned as intended after assessed by the technical support specialist.